Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had intermittent door latch issue during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "door not fully latched " was not reproduced. A review of the event history log (ehl) revealed occurrences of door jammed messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be link adjustment were out of specification. The link and link switch adjustment will be performed to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.